Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the physician attempted this right ventricular lead to implant but had a lead damage. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the describe event or problem field (b5) in section b.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information indicated that this rv lead was damaged during left bundle branch placement and will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.